Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. Hence, the complaint is assessed to be not "judgable". If a sample and/or additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection.

Event description:
As reported by the user facility: problem: over infusion. Patient had 5fu infusing via easy pump. Should have infused over 46 (per doug strand) but infused in less than 24 hours. Patient called pharmacy to state he needed to send the pump in because it was finished and deflated. Pharmacy recognized that it should still be infusing. Patient advised to go to clinic center. Additional information will be available when patient arrives and is seen at clinic. Additional information received. Patient is male, born (B)(6), being treated for rectosigmoid cancer, he is (B)(6) and 6foot 6inches tall. "We received the easypump involved back late friday night. When we got it back, it was quite obvious that the patient was in error in stating that it was empty. After weighing the pump, we noted that there was enough solution left in the pump to complete the therapy as ordered, over the correct length of infusion. The nurse at the clinic should not have discontinued the infusion. The patient required no treatment, and there were no side effects. We have some training to do with the clinic nurses, and our patients, but there was no incident here except for a lower dose being infused than ordered. The pump was not the issue, it had infused correctly. The lot number of the pump was 15b03ge561 (5ml/hr)."